Event description:
The pt's family member called lifescan and alleged that the pt's meter was reading inaccurately erratic. The medical affairs specialist spoke to the pt's family member and obtained/verified the following info. One week ago, at approximately 7:00 p.m., the pt became incoherent, they was lethargic, and their's speech was slurred. The pt's family member could not state they had tested their's blood glucose prior to the symptoms. Their's blood glucose was not tested at the time of the symptoms. The pt was taken to the hosp, where they was treated for low blood glucose. The result obtained at the hosp is unk. The pt was taking a set amount of oral medications for their's diabetes. Due to the low blood glucose incident their's medications have been adjusted. After they came home from the hosp, they performed a back-to-back comparison. The results obtained were 141 and 31 mg/dl and were performed within 10 minutes. The pt did not have any symptoms at the time of the comparison. At the time of the event, there is no evidence of the pt testing their's blood glucose prior to their's symptoms. The pt's medications have been adjusted since the event. A replacement meter is being sent to the pt.